Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their implant had died and they wanted to know if it was safe to leave in their body. Pt said they had their power supply replaced (pe (B)(4)). Pt said the equipment got lost when pt was moving at the beginning of april. It took a couple of months to find it. When pt used the equipment it would not connect to ins. When trying to recharge pt got reposition antenna screen. Pt noticed it about 2 weeks ago. Patient services (ps) had pt try using the programmer on the call. Pt got poor communication screen. Reviewed ins was in possible overdischarge. Redirected to hcp. Pt then reported they had not been using the implant. Pt said they implanted ins in the upper back for back pain. All they could do was to get it to vibrate in pt's legs. Having stim in their legs had not been helping the upper back or lower back. When pt only had lower back pain it was great to feel the vibration in the legs because it was distracting for lower back but not for upper back. The surgeon did a laminectomy and within a year and it made pt's upper back a little unstable. Pt felt like they had a spear going through the upper back where the ins was at. Pt did not know why hcp did a laminectomy when they put the implant in. Pt said they have upper back pain where the ins is at. Pt could not lay on their left side at all. It was constant, so much pain. Pt wondered if the leads were tangled. Pt said they live with chronic upper back pain now and they did not have any upper back pain before they got the implant. Upper back pain was their worst pain now. All muscles in the upper back constantly cramp up, getting so tight. They tried to arrange stim so that pt could get it in their ribs and back and stuff. Pt also now has neuropathy in the legs sometimes. Ins seemed to make that neuropathy feel stronger. So, pt felt the neuropathy more instead of not feeling it. Pt said they were not getting any pain relief in any of pain areas. See also pe (B)(4). Pt said they would consider an ins where they would not feel stim. Reviewed this can be programmed on their current ins. Pt was redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.